Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00146, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which found one (1) other similar event has been reported. The aquabeam system instructions for use (IFU), ifu320301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. After the procedure, the treating physician decided to take the patient back to the or due to redness of the urinary catheter. Clot evacuation was performed as well as cauterization on the bladder neck. The patient was discharged home the next day. No further sequalae was reported.